Event description:
It was reported the patient experienced difficulty charging the implantable pulse generator (ipg) and tingling sensation in the targeted pain area while charging. The patient was educated on charging techniques and had received a new charger; however, this did not resolve the reported issue. The patient underwent a revision procedure where the ipg was replaced. The patient is doing well post-operatively.

Manufacturer narrative:
The returned ipg passed all tests performed. The ipg was found to be in hibernation mode, was able to be charged in one cycle and was fully functional. Correction to the follow-up 2 MDR in block(s): b5, h10.

Event description:
It was reported the patient experienced difficulty charging the implantable pulse generator (ipg) and a tingling sensation in the targeted pain area while charging. Analysis of the patients database revealed no anomalies and that the ipg was working as expected. The analysis did confirm the charging difficulties were due to poor charger to ipg coupling and not allowing the battery to fully charge. The patient was educated on charging techniques and had received a new charger although, this did not resolve the reported issue. The patient then underwent a revision procedure to see if the ipg had migrated in the pocket. The ipg had not moved out of position, therefore, the ipg was replaced. The patient was doing well postoperatively, yet the charging difficulty persisted. Additional information was received that the patients charging difficulty has been resolved following a reprogramming session and with charging advice.

Event description:
It was reported the patient experienced difficulty charging the implantable pulse generator (ipg) and tingling sensation in the targeted pain area while charging. The patient was educated on charging techniques and had received a new charger; however, this did not resolve the reported issue. The patient underwent a revision procedure where the ipg was replaced. The patient did well post-operatively, but charging difficulty persisted. Additional information was received that the patients charging difficulty has been resolved following reprogramming session and charging advise.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes that the reported observations associated difficulty charging the ipg could not be detected. Laboratory analysis of the returned device did not identify any product performance-related issues. Labeling review: a labeling review was performed on the device instructions for use (IFU). There is no evidence that the device was used in a manner inconsistent with the labeled indications. Investigation conclusion: review of the device manufacturing documentation confirmed that this ipg passed all required specifications and testing prior to being released for distribution/sale. Engineers inspected and analyzed this device upon receipt; the ipg was in hibernation and was able to fully be charge in one cycle. The device data showed that the battery depletion rate was within the expected range. Based on the results of the laboratory testing and available information the returned device did not reveal any anomalies.

Event description:
It was reported the patient experienced difficulty charging the implantable pulse generator (ipg) and tingling sensation in the targeted pain area while charging. The patient was educated on charging techniques and had received a new charger; however, this did not resolve the reported issue. The patient underwent a revision procedure where the ipg was replaced. The patient did well post-operatively, but charging difficulty persisted. Additional information was received that the patients charging difficulty has been resolved following reprogramming session and charging advise.